Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6 / h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the no image during angulation in the up direction was caused by damage to the charged coupled device unit during device handling by the user; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had the image disappear with angulation of the camera device. No error messages were displayed and the image was restored when angulation was back to normal. The issue was observed during preparation for use of a therapeutic pediatric bronchoscopy procedure being done bedside in the intensive care unit. The procedure was completed with a similar device with a 15-minute delay to start the procedure, to exchange the equipment. No reports of patient harm were associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was reproduced. There was no image when angulating in the up position. The device evaluation also found that the angulation was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.